Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the estimated replacement indicator (eri) showed 10 months when the device was interrogated on (B)(4) 2014. End of battery life was reported. The pump was replaced (B)(6) 2014. The lioresal (baclofen) dose had been 2000mcg/ml and 110.0mcg/day.

Event description:
It was reported a pump was replaced due to battery depletion. The patient recovered without sequela. The pump was infusing baclofen.

Event description:
On (B)(6) 2015, additional information received from the hcp reported as of the refill/programming time of (B)(6) 2013 at 10:17, the patient was using gablofen.